Event description:
Rv lead noise and low impedance detected on home monitoring. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 3 cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the lead fragments. In particular around 7.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observations reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Diagnostic images for further investigations were not available. Additionally extraction damages were noted, such as a deformed shock coil and a cut in the df-1 connector. The conductor cable to the shock coil was coiled inside the lumen of the df-1 connector indicating tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.